Event description:
In 2007, this pt was implanted with gore excluder aaa endoprosthesis to treat an infrarenal abdominal aneurysm and bilateral iliac artery aneurysms. In 2009, the pt presented with an occluded distal abdominal aorta. The pt was treated with right axillofemoral bypass with an 8mm ringed gore-tex. A right femoral to left femoral bypass was made with 8mm ringed gore-tex. The physician performed bilateral femoral artery explorations. Thromboembolectomy of the iliacs, femorals, popliteals, and tibial vessels bilaterally. The physician did not attribute the clotting to the gore device. The pt has a history of clotting problems.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.